Event description:
On (B)(6) 2026, senseonics was made aware of an incident were user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the system experienced a period of optical instability which likely caused the observed discrepancies triggered glucose suspend alerts as referenced in an associated a29 case[ea10.1]. Customer care recommended that the user re-link their sensor to allow the system to reinitialize and converge faster. Post re-link, there was better agreement between the sg/bg. User was advised to continue using the system and to calibrate as requested. Per dms review, the user was using the system as requested.